Event description:
The patient was supported with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been supported by another manufacturer's device. The patient was eventually taken to the operating room and implanted with an lvad. Since the implant, the patient never had great filling as evidences by sync alarms and loss of fill signal. The patient expired.

Event description:
Clarification of the initial event reported: after being supported with a device from another manufacturer for approximately 5 days, the patient was taken to the operating room (or) and implanted with a paracorporeal ventricular assist device for left ventricular support (pvad lvad). Following implant, the patient reportedly had poor filling, indicated by sync alarms and loss of fill signal. Cannula positioning was evaluated and found to be normal. The hospital questioned possible right ventricular failure, but the patient expired before this could be evaluated. The cause of death was reported to be multisystem organ failure. Additional information: it was reported by the vad coordinator that the pump was disposed of and would not be returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4): corrected information: the pump was not available to be returned to the manufacturer for analysis and a direct relationship between the device and the reported event could not be determined. Although no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling provides recommendations for operating parameters and information on alarms and troubleshooting. Vad filling is dependent on adequate pre-load and can be affected by other patient conditions. Additionally, in case of fill signal failure, pump can function in fixed mode without affecting safety to the patient. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.